Event description:
A caregiver reported that on (B)(6) 2018, the customer's adc freestyle libre sensor provided unspecified erroneously low results and customer had to receive treatment at a hospital. It was reported the customer did not experience symptoms but was diagnosed with hyperglycemia and treated with novorapid insulin (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that on (B)(6) 2018, the customer's adc freestyle libre sensor provided unspecified erroneously low results and customer had to receive treatment at a hospital. It was reported the customer did not experience symptoms but was diagnosed with hyperglycemia and treated with novorapid insulin (dose unspecified). There was no report of death or permanent injury associated with this event.